Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet with a dexcom g7 experienced hyperglycemia with a blood glucose of 249 mg/dl for approximately three hours despite insulin delivery per ilet report, no alarms, and no observed infusion set or cartridge leakage. Symptoms included feeling sluggish without loss of consciousness or ketoacidosis, and ketone testing was negative. Outcomes included no medical intervention, no hospitalization, and return to normal glucose range without back-up therapy. Investigation included complaint assessment, user troubleshooting and education, and review of device-reported insulin delivery and alerts. Investigation of this case revealed no device alarms, no mechanical issues reported with the infusion set or cartridge, and no confirmed device malfunction, so the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.